Manufacturer narrative:
Philips service replaced the control board and luc extension, restoring the device to functionality. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: gen2400312).

Event description:
It was reported to philips that c-arm unable to move due to defective luc extension on a allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.